Event description:
It was reported that the insulin pump was exposed to moisture. Afterwards, the insulin pump alarmed. The reported blood glucose reading was 278 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.